Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred. Additionally, a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Customer's blood glucose was 150 mg/dl. The customer reverted to an alternate form of insulin therapy.